Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device not returned.

Event description:
It was reported to vyaire medical that the ltv2 ventilator and the blender is not working properly anymore. Low foi2 readings. When setting o2 at 100% the unit gives max of 70% fio2 together with the imt and all the other readings are out. Tried calibration of the o2 inlet but we couldn't resolve the issue. No patient involvement was reported.